Manufacturer narrative:
Concomitant medical products: dtbb2d1, crt-d, implanted: (B)(6) 2015; 4196, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to syncope. It was noted there was suspected right atrial (ra) lead oversensing on the electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.